Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level ranging from 700 to 800 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The cause of the high bg was unknown. Tandem technical support performed troubleshooting and verified the pump functioned as intended.